Event description:
This valve was explanted due o endocarditis and "moderate to severe" aortic insufficiency. According to the operative report, at explant, "multiple" vegetations were observed on the valve and noted to be "very soupy" with an appearance "consistent with endocarditis". Cultures and sensitivities (aerobic, anaerobic and fungal), gram stain, and acid-fast bacillus (afb) were taken. Gram stain showed "many polys" but no organisms. The valve was replaced with sjm 23ahpj-505.